Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was described as the diluent leaking from the probe wipe rinse block on the analyzer. The leak was not contained within the analyzer, and was approximately 0.3 - 0.5 ml of fluid dripping down the outside of the analyzer each time the analyzer cycled in the secondary mode. The leak did not appear to affect sample or reagent integrity, and there is no evidence of cross-contamination. The leak did not appear to impact either electrical or optical performance of the instrument. There were no error messages generated. All quality control (qc) results recovered within acceptable limits. The operator was running qc samples when the leak was discovered. Patient samples were not run in the secondary mode. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the probe block (rb1) misaligned. He aligned rb1 to the bsv (blood sampling valve) probe to ensure proper backwash, resolving the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures.